Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion tubing broke at the cartridge connector of the infusion set which caused an insulin leak. This issue occurred with two infusion sets. No adverse event reported. Return of the suspect device was requested for evaluation.